Event description:
It was reported that pump touchscreen often responded slowly or not at all, causing patient to press multiple times or harder and experience delays in diabetes management. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any further actions or resolution.